Event description:
The facility reported that the sleeve of the set was too tight to close and open. No solution was attached to the transfer set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Received one used set with cap on spike and no cap on patient connector in reference to the issue of "too tight to close and open". The returned clamp was examined had a higher closing force than normal. The reported issue was confirmed by torque testing which showed higher forces required than a control part. The root cause is undetermined. A batch review could not be performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.